Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the implantable cardioverter defibrillator (ICD) exhibited premature battery depletion. No changes or interventions were performed. The patient was in stable condition.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. The implantable cardioverter defibrillator (ICD) was returned for analysis. Analysis of device image found the device was drawing high current. Electrical testing confirmed high current drain from the hybrid. A hybrid anomaly was found to be the cause of the high current drain and premature battery depletion.

Event description:
New information noted the implantable cardioverter defibrillator (ICD) was explanted and replaced. The patient was in stable condition.